Event description:
The customer called and reported the insulin pump would lose all information and reset every time the battery was changed. Customer's blood glucose was not known. No error message was received with the cleared settings issue. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed with unexpected restart, lost time, and lost settings after battery change due to interface board voltage leak. No display anomaly was noted during testing. Settings were reset and current time and date were programmed. Pump was primed and reservoir read properly on the display. The device was monitored for three (3) days with a 1.0u basal rate and all registered properly in the daily totals history. No unexpected history anomaly was noted. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.